Manufacturer narrative:
Submit date:(B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states on the y section of the catheter, a hole was found and blood leakage occurred. A new catheter had to be placed. The patient had to stay at the hospital for 72 hours. The catheter was placed on (B)(6) 2012 and removed on (B)(6) 2013. The patient is now healthy and stable.